Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced discomfort at the pocket site. As such, surgical intervention was undertaken on(B)(6) 2024, where the pocket site was moved from lower buttock to the upper buttock thereby addressing the issue and therapy was restored.